Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that she noticed insulin in the reservoir compartment several days prior to the incident. Blood glucose level at the time of the incident was not provided. Blood glucose level several days prior to the call was 46 mg/dl, which was treated with food. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.